Event description:
Healthcare professional reported, right side deflation and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/or damage: one opening observed, on valve bond edge assessed, as unidentified (tear) opening. Additional observations: creases were observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "hole in valve" observed during surgery.

Event description:
Healthcare professional reported right side deflation and "hole in valve". Device has been explanted and replaced.